Manufacturer narrative:
Additional information: the device remains implanted in the patient; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot, including relevant sterilization/manufacturing records, was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Macular edema and decreased/impaired vison are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Macular edema and decreased/impaired vison are established risks associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following an uneventful right eye (od) cataract plus trabecular microbypass stent procedure, the patient presented approximately two and a half (2.5) months postop with cystoid macular edema (cme) characterized as postoperative inflammation. Through follow-up, the surgeon conferred with glaukos medical monitor who reported discussing the patient's condition and further postoperative treatment options. The following additional information was received following the medical consult. Per report, the surgeon believes that compounded post-op drops (latanoprost use preop but stopped postop day one (1), and minimal epiretinal membrane (erm) in the operative eye contributed to the cme, which resulted in loss of bcva as compared to baseline. The cme was managed with medication, and the report noted the event is persistent with the cme "much improved but not resolved" and the patient was being monitored and continuing medications.